Manufacturer narrative:
The freedom battery will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
This freedom onboard battery was not in use by a pt. The customer reported that the freedom onboard battery fuel gauge indicated that the battery was fully charged while it was docked in the freedom battery charger. However, when the onboard battery was inserted into a freedom driver, it had no indication of a charge. This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom onboard battery was not in pt use.